Event description:
Filter tubing leaking at y-connector. Disconnected, replaced and saved. Manufacturer response for IV tubing, IV tubing (per site reporter) [redacted name] - emailed baxter requesting RMA/mailer.